Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion. It was also noted from the electrograms (egm), that the leadless ipg was undersensing and capture could not be confirmed. Leadless ipg remains in use. No patient complications have been reported as a result of this event.